Event description:
It was reported that during a lap cystectomy procedure, the blade tip broke off the devices and fell into the pt. The pieces were retrieved. There was no pt consequence reported.

Manufacturer narrative:
.